Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low blood glucose cause was not known. The customer consumed carbohydrates to address blood glucose. Drank juice, glucose drinks, ate canned fruit, and ate yogurt to address blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.